Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported difficulty establishing connection between the evoke closed loop stimulator (cls) and the evoke charger. Troubleshooting was performed, including attempts with alternative chargers; however, the issue persisted. The cls successfully connected to the evoke clinical interface (ci) and the evoke patient controller (epc). A revision procedure was performed, and the cls was replaced to resolve the reported event.